Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic environmental stress cracking and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the patient was "feeling symptoms" and "feeling [pacing] in the pocket." The lead had increased capture threshold, decreased r-wave sensing, intermittent capture/pacing, and varying impedance. It was also reported that the lead had high impedance and there was a possible perforation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.